Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer went to the emergency room due to low blood glucose levels. Caller stated that the customer recently had a blood glucose level of 30 mg/dl. Caller also reported that the insulin pump had a shortened battery life and often rejected new batteries. The caller stated that the device's motor was slower and louder during the rewind process and had no delivery and motor error alarms. The insulin pump was not replaced or returned for analysis.